Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has a previous history including diverticular disease, hartman procedure and subsequent reestablishment of intestinal continuity (reversal), and a cholecystectomy. The medical records also note the pt underwent "multiple previous operations and several episodes of bowel obstruction." Approx eight years after the implant of bard flat mesh, the pt underwent excision of the mesh. Adhesions were noted and removed; adhesions are a known adverse event listed in the product's instructions for use. Although medical records have been provided, there is a gap in the records between the implant and the explant. The attorney alleges the mesh was "disintegrated," however, there is no mention of that in the pathology report provided. Additionally, no sample was returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available info, no conclusion can be drawn.

Event description:
The attorney report alleged adhesions, small bowel resection, suffering, wound drainage with non-closure, disintegrated mesh, and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent incisional hernia repair from subxiphoid region to pubic symphysis multi-chambered, with bard flat mesh. Extensive lysis of adhesions performed. On (B)(6) 2011 - pt underwent exploratory laparotomy. Extensive lysis of adhesions were performed. The bard flat mesh was noted to be adherent to the bowel and was dissected, and removed. Several enterotomies were made and repaired.